Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿a case series and discussion on surgical treatment strategy for atypical proximal femoral fractures associated with bisphosphonate use¿ which is associated with the stryker ¿gamma 3 nailing¿ system. Within that publication, post-operative complication/ adverse event was reported, which occurred from 01 march 2009 to 31 march 2013. It was not possible to ascertain specific device detail from the report, a review of the complaint handling database, however, revealed that the events has not been reported by the hospital or by the author of the publication, therefore 18 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses nail breakage which is followed by revision. 3 out of 3 cases. Revised at four months to revision nail and lateral tension band plate for broken nail. Fully united at six months.